Event description:
On (B)(6) 2012, pt reported experiencing issues with the down button on the infusion device. Pt stated he noticed the issue when attempting to bolus. Pt reported when pressing the down button, the screen will not charge and there is no beep when it is pressed. Pt stated he noticed the button was starting to go out approx 2-3 months ago and that last night it stopped working completely. Pt reported the button pops back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or secondary party to address the issue. Product was replaced and requested return of the alleged product for eval.